Event description:
It was reported that the ilet did not display glucose readings because the patient activated a freestyle libre 3 plus sensor in the abbott app, which linked the sensor to another device and prevented pairing with the ilet; the patient was informed that sensors are single-use for activation and a new sensor was applied and was warming up. No adverse clinical symptoms reported. Outcomes included successful education and resolution with a new sensor in use. User support included customer interview and use review. Investigation of this case revealed that the sensor was in use by another device due to activation in a third-party app, which is consistent with expected device behavior when a sensor is claimed elsewhere. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.

Manufacturer narrative:
Initial